Event description:
In 2008, a doctor reported to sybron implant solutions gmbh that a pitt easy implant ball-head post screw abutment fractured, due to loosening into the thread.

Manufacturer narrative:
The doctor reported that the patient is doing fine. The doctor replaced the broken abutment with a new ball-head post without any incident. The product was returned to sybron implant solutions gmbh for evaluation. Visual examination of the returned product indicated that the cause of the abutment fracture was strain through prosthesis, after abutment loosening into implant-thread. Please see the attached evaluation report. This is the final report.